Event description:
Additional information was received from a healthcare provider (hcp) and a consumer. The patient was in the hospital and it was related to the pump. The patient was admitted on (B)(6) 2016 because of pain and severe dizziness (spinning). The patient reported it was worse because he was having the spinning and thinks he may have had a stroke in the back of his head that¿s connected to his ¿vertigo¿. The hcp believed the patient had a stroke. It was unknown when it happened. Two months ago, the patient had the first attack with pain and collapsed in the store. The patient lost the use of his legs from the waist down which gradually came back. The patient now had numbness, throbbing and tingling from the waist down. The symptoms were related to the device or therapy. The previous MRI was negative and did not find anything. The patient needed to have another MRI. The procedure was due to a problem with the device or therapy. The pump was delivering dilaudid 0.999 mg/day.

Manufacturer narrative:
Section references the main component of the device system; other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was receiving an unknown drug (concentration and dose unknown) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that an MRI was being done to check for a possible fibroma at the tip of the catheter. It was also reported that there was a volume discrepancy where they got back more drug than expected. It was noted that the patient was "not getting good pain relief" and had abdominal pain. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.